Event description:
Nurse reports she was stringing fluids for a new arterial line. When she opened the package for the transducer, the yellow piece was not attached to the rest of the unit. It would not go back together, so she obtained a different transducer for the line.